Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. A receiver charged and boot test was performed and failed due to receiver won¿t turn on and receiver moisture damage pictures taken. Functional tests were not performed due to receiver won¿t turn on and receiver moisture damage pictures taken. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded due to receiver won¿t turn on and receiver moisture damage pictures taken. The probable cause could not be determined. No injury or medical intervention was reported.